Manufacturer narrative:
A ge service rep performed an onsite investigation. The two ampere pins were resoldered, the image mechanisms were repaired and the software was upgraded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors displayed degraded image quality and would not power on. No pt injury was reported.